Event description:
Clinical study. It was reported that after a coronary drug eluting stenting treatment procedure, the patient experienced a drug rash. The lesion being treated was a 3.5mm, 99% stenosed, 32mm long portion of the ostium of the right coronary artery (rca). The physician pre-dilated the lesion using a 3.25x15mm balloon at maximum 24 atm. The physician placed a taxus express2 3.5x32mm study stent at maximum 20 atm. The stent was post-dilated at maximum 20 atm by the stent delivery balloon. Post-ivus was performed. The physician confirmed that post-% of stenosis was 0% and timi grade was 3. The stent placement was well positioned and well apposed. There were no complications or injuries. The patient discharged from the hospital 7 days later. Approximately 1 month later, the drug rash was confirmed. Treatment was on going. One month later, the patient was hospitalized in the department of dermatology. His condition recovered gradually after intravenous push of rinderon. After this, he had taken prednisolone orally. The patient was discharged and is in remission. In the opinion of the physician the rash would be related to plavix, and the relationship to the taxus stent was unknown.

Manufacturer narrative:
The stent has not been returned for analysis because the stent associated with the complaint was implanted. Therefore, analyses of devices related to allergic reaction complaints are seldom possible. Upon review of available information related to this event, there is no evidence to indicate the stent malfunctioned or failed to perform to specification. Allergic reaction is a known risk factor of cardiovascular stenting and has been clearly identified as a potential adverse event in the product directions for use (dfu) of drug eluting stenting (des) devices. Unfortunately, it was not possible to determine the cause of the allergic reaction in this complaint event. Known possible causes of allergic reactions following coronary stenting procedures include anti-coagulant and/or antithrombotic therapy, contrast medium or stent materials. As the unit has not been retuned, the complaint investigation site (cis) could not perform a technical analysis. A review of the device history record (DHR) found no anomalies or deviations during the manufacture of this batch. Taking into consideration the thorough evaluation conducted at the cis and the details of the complaint, anticipated procedural complication would be the most probable root cause as allergic reaction is listed in the (dfu) as a known potential complication.